Event description:
It was reported that the video system center switch does not turn on. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, d8, g3, g6, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the video connector lock. Based on the results of the investigation, a root cause could not be identified for the connector malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the switch malfunction**: failure of the power switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.